Event description:
The clinician reported that while infusing blood, it was observed that blood was dripping from the spike area. The set was not saved. There was no report of pt harm or medical intervention. No further pt/event information is available.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint of blood dripping from spike could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.